Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during our testing. No unlocked lcd keypad connector. The insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.